Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the battery was too big and was pulling on the wires in their head causing immense pain in their head. It was stated the implantable neurostimulator (ins) moved around and stuck out also. The patient had already met with one physician twice, and they had a meeting with another physician on the day of the report. No further patient complications have been reported as a result of this event.